Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.

Event description:
The components of the a1040 (budde halo retractor) had issues found at incoming inspection by the distributor. There was no pt contact or pt injury. The 438b1178 (continu trac halo ring) = parts were not attached at a moving part. The 438a1024 (halo adjustment wrench) = wire was cut. The 438b1010 (halo support bracket) = did not include a spring, and the movement was not smooth. The 438a1077x (budde curved retractor) = the joint part was not attached straightly to the main body, and the axis was deviated. The 438a1011 (halo flex arm) = ring mounting area has a hole. The 438a1037 (halo pattie tray) = dented.